Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between 2/18/2020 and 3/2/2020. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 intraocular lens (iol) was implanted in the patient's right (od) eye on (B)(6) 2020. It was later explanted on (B)(6) 2020 due to refractive miss. The patient has had two (2) multifocal lenses explanted from his right eye in two separate surgeries within a month. The surgeon decided to go with a non-johnson and johnson monofocal (single focus) lens. At exchange, there was no incision enlargement and no injury reported. No additional information was provided. This report captures the event for the second explanted lens. A separate report is being submitted for the first explanted lens.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 3/31/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was received in a plastic bag identified with patient stickers for the complaint and potentially the replacement lens (diopter but not the serial number was confirmed). Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Based on the return condition of the lens no product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency was identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Historical data analysis: a search of complaints revealed no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.